Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 350 mg/dl. Customer was vomiting, nauseated, excessive thirst and urination, irritability and abdominal pain. Hospital treated insulin drip. Customer was hospitalized for two days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.